Manufacturer narrative:
Additional product codes: gff, gfa, hsz. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spinal surgery on (B)(6) 2017, the tip of a 2.5 mm drill brit broke off in the patient¿s lower back. The surgeon attempted to remove the tip of the instrument and called for additional surgeons to assist with the removal. The surgeons were unable to remove the device using unknown surgical instruments. No additional incisions were made but there was a 15 ¿ 20 minute surgical delay and x-rays were taken to confirm the device malfunction and retained fragment. A second, non-sterile drill bit was opened, sterilized and used to complete the surgery. The surgeon successfully completed the implant, placing the unknown spinal hardware with no additional intraoperative events, device malfunction or surgical delays. The patient status was reported to be stable at the end of the procedure. The surgeon informed the patient of the intraoperative events and committed to addressing any issues if they arise. He was reported to have informed the patient that the chance of future harm is low. This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.